Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The photo sent from the facility shows that the ptfe pad on the grasping part of the subject device worn severely. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Omsc decided that the generator provided the alarm since the probe and grasping section became contacting directly each other during activating output due to the severe wear and the thin of the ptfe pad. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an uncertain surgical procedure, the ultrasonic generator provided alarm after a period of time the subject device work properly. The facility reportedly found the ptfe pad on the grasping part of the subject device worn severely. The procedure reportedly completed using a similar device. There was no report of patient injury regarding this event.